Event description:
The reporter indicated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to inadequate vaulting. The icl was exchanged for a longer lens.

Manufacturer narrative:
(B)(4). Secondary surgery. Inadequate..